Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no display. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the blank screen. The reported condition was verified. The device was found out of specification regarding the reported no display condition, which was reproduced. The cause was determined to be a failed lcd screen which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.